Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Is there a needle piece retained in the patient at the current time? If there is a needle piece is currently retained, what structure is it retained in? Are there any plans to remove the retained piece? Are there any adverse patient consequences? Additional information was requested and the following was obtained: was the needle piece removed, and how? ¿ no needle piece was not removed. Were x-rays taken to locate the needle piece(s)? - no. Was the patient brought back to or to have needle removed or was the needle removed during the initial procedure? ¿ no, needle popped out as it broke during the procedure. It fell on the ot theatre and circulating nurse picked up the needle. Was there any additional tissue damage as a result of searching for the needle piece? ¿ no. Was more than half the needle retained in the patient? - yes.

Event description:
It was reported that the patient underwent a gastrectomy procedure on (B)(6) 2017 and the suture was used for closure. During the procedure, the needle broke in two halves exactly in the center and fell into the cavity. There was no additional tissue damage as a result of searching for the needle piece. It was also reported that more than half of the needle retained in the patient. Additional information has been requested.

Manufacturer narrative:
(B)(4). A fracture was observed in the body of the needle. Only one side of the fractured needle was received, the mating fracture surface was not provided for this evaluation. The evaluation revealed the fracture was predominately intergranular, which is evidence of a brittle failure. Microvoid coalescence was observed on some of the intergranular facets. This was a non-ductile fracture. It is not common for a needle, which typically fails primarily in a ductile manner.

Manufacturer narrative:
Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Two pieces of needle were received for analysis. Therefore, it is unclear if any needle piece was retained in the patient. Is a piece of the needle from product code vp2317 retained in the patient? Is a piece of the needle from product code vp2347 retained in the patient? Which product code was the 2 needle pieces returned related to ( vp2317 or for vp2347)?

Manufacturer narrative:
It was reported that the patient underwent a gastrectomy procedure on (B)(6) 2017 and the suture was used for closure. During the procedure, the needle broke in two halves exactly in the center and fell into the cavity. There was no additional tissue damage as a result of searching for the needle piece. It was also reported that the broken needle was removed using c-arm and there was no delay in the procedure time. Additional information was requested and the following was obtained: product code: vp2317 was noted in the event description as needle breaking. ¿ yes needle broke in the surgery. A 2nd product code: vp2347 was noted on the synergy report. ¿ broken sample was not retained. Was this needle broken: vp2347 as well ? - yes. And was it believed to have been retained? - it was not retained. If retained in the patient, what tissue structure was it retained in? ¿ no idea. Or was it removed from patient during initial procedure? ¿ yes it was removed using c -arm. Is there a needle piece retained in the patient at the current time? ¿ no idea. If there is a needle piece is currently retained, what structure is it retained in? ¿ no idea. Are there any plans to remove the retained piece? - retained piece is removed and the same has been sent to you. Are there any adverse patient consequences? ¿ no delay in the procedure time. Both needle pieces were visually inspected. Needle piece # 1 showed several user instrument marks and bent up appearance right behind the attachment area, indicating that the needle had been grasped there. A suture piece was still attached. Needle piece # 2 showed several user instrument marks at the break point. Retain samples was retrieved for analysis. No defects were observed in the retain sample. These retain samples were tested and found to meet specification. All individual ductility test values were found to be above average in-house requirement